Event description:
It was reported to medtronic neurosurgery that the product failed and was therefore explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Although the reported event stated that the product failed, no information has been received as to the nature of the alleged failure. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned shunt assembly was patent. Both the valve and integral peritoneal catheter met requirements for the leakage test. Proteineous debris was observed in the interior of the valve. The valve met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).